Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown mrs/mrh knee. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding revision for loosening involving an unknown mrh/mrs knee component was reported. The event was confirmed based on the revision operative notes provided. Method & results: -device evaluation and results: not performed as the device was not returned for evaluation. -medical records received and evaluation: insufficient medical records were provided to determine a root cause. -device history review: not performed as the lot ID was not provided. -complaint history review: not performed as the lot ID was not provided. Conclusions: the reported event cannot be further investigated with the limited information provided. The cause of the event cannot be determined without further information such as device identification and evaluation, x-rays and further medical records. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Failed left total knee arthroplasty hinged knee replacement secondary to tibial component loosening and patellar component loosening.

Event description:
Failed left total knee arthroplasty hinged knee replacement secondary to tibial component loosening and patellar component loosening.